Manufacturer narrative:
Product ID:, neu_unknown_lead lot#, serial# unknown, implanted: (B)(6) 2000, product type: lead. Product ID: neu_unknown_ext, lot# , serial#, unknown, implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. (B)(4).

Event description:
It was stated that a patient was in a car accident on (B)(6) 2012, and now the implantable neurostimulator (ins) may be flipped, however, the flip was not confirmed. The ins "was implanted in front the patient's abdomen" and after the accident it was "kind of twisted up in there now and very painful." The ins used to "lay flush with the patient's skin" but now the patient was unable to feel the bottom of the device. The patient thought the device was "twisted sideways" and could feel the ins "moving up." It was noted that the patient could "feel the wires in her back." The patient felt as though the ins was "trying to work its way out." The scar was also very sensitive, and the patient said that it was "hard to wear pants." Further information has been requested. If more information becomes available, a follow up report will be sent.